Manufacturer narrative:
(B)(4).

Event description:
The temporary packaging label did not match its content. The device inside the temporary package has the correct item number etched onto it. The issue was identified at product receipt with no patient involvement.